Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4)

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU). (B)(4).

Event description:
It was reported the coil did not detach after two attempts. After several manipulations, the coil detached and was left in the parent artery.no patient injury reported.